Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. Torsional fracture patterns were found. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver to overcome increased resistance.

Event description:
During implantation of a screw, the tip of the driver being used broke off in the screw head. The driver tip could not be removed from the screw head so it was left implanted in the patient.